Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Insulin pump had minor scratches on display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker. Insulin pump was unable during the prime test, due to protruded loose drive support disk. Insulin pump passed displacement test and basic occlusion test.

Event description:
Customer reported that the drive support cap was sticking out and they have not been receiving proper insulin. Customer's blood glucose reading at the time of the call was 429 mg/dl. No further info reported.